Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reports left side rupture. Device has been explanted.